Event description:
It was reported that the patient presented to the emergency room after receiving several shocks. Interrogation of the device revealed back-up vvi (bvvi) mode with no high voltage therapy available. The device could not be programmed due to the hardware reset and it could not be recovered. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a laparoscopic urological procedure, when the device was fired on the blood vessel, the clip did not come out and the jaw could not be opened. The doctor tried to grasp the trigger several times, but the trigger was hard, so the doctor stopped grasping the trigger. Another device was fired on the tissue of both sides and the tissue between the clips was cut to remove the device. There were no adverse consequences for the patient.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. The device exhibited a power on reset, which resulted from battery depletion caused by a damaged lead.